Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash on the sides underneath the device. The patient's health care nurse suggested using a fungus cream, name not provided. It was reported that the patient's irritation improved after ending use.